Event description:
An implantable pulse generator (ipg) system was returned from an unknown source with no information. Information identified in the manufacture¿s database indicated the patient died approximately 4 months post implant of the ipg and 20 years post implant of the lead, approximately 3 years ago.

Manufacturer narrative:
The following information was inadvertently left off of the initial medwatch report. The device(s) associated with this adverse outcome were returned from an unknown source. Death occurred greater than two years from today. No contacts/events regarding the system have ever been received/reported. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID adsr03 implantable pulse generator (ipg), implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a proximal portion of the lead was received. Visual analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.